Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), several central displays went blank following a power bump during a generator test. There was no patient or user harm associated with this event.

Manufacturer narrative:
Spacelabs healthcare technical support walked the user through restoring the display on the central. The customer confirmed the display was restored following power cycling the display. Cause of failure was not established. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.